Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test and motor error alarmed during basic occlusion tests due to moisture damage noted in force sensor resistor. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, scratched display window and cracked case near display window corners noted during visual inspection. The motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 531 mg/dl at the time of incident. The customer stated that they have not treated the high blood glucose at the time of call. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.